Event description:
The patient stated that her infusion device was beeping with a 2.01 on the upper right corner of the device screen. The patient stated that the power pack had been in use for longer than 2 weeks. The patient was aware of the power pack recall, and stated that she forgot to change the power pack. She was instructed to change the power pack to get her infusion device functioning properly. The patient's blood glucose was not affected. The patient did not report assistance by a healthcare professional or second party to address the issue. The product will not be returned for evaluation.